Event description:
(B)(4). According to the information received, a user reported an allergic reaction (itching, red spots) associated with an ostomy bag. The user went to a dermatologist who adhered a bag on her thigh which resulted in the same allergy on her whole body.

Manufacturer narrative:
The product was not available to be returned. An allergy test kit was requested it is unknown if an allergy test was conducted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.